Event description:
The home pt reported a 2240 alarm during drain 1/4 of automated peritoneal dialysis with the homechoice machine. The pt reported that they became disconnected during treatment. The pt discontinued treatment and restarted with new supplies. The nurse reported there was no pt injury or medical intervention associated with this event.